Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2019 was used as the event date. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. According to the complainant, during magnetic resonance imaging (MRI), the spaceoar gel was noted to be present in the rectal wall. As of (B)(6) 2019, the patient is under observation for one month prior to radiation treatment.